Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported image resolution poor was due to challenging patient anatomy. The reported migration (partial clip movement) appears to be related to leaflet tissue pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a partial clip detachment and intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation, vessel tortuosity, myxomatous posterior leaflet, and leaflet flail. During a mitraclip procedure, after the first clip was deployed, it was noted that the posterior mitral leaflet (pml) was unstable in fluoroscopy and the echocardiogram. The clip was still attached to approximately 7mm of the pml, and the tissue in the grasping zone was pathological and myxomatous. A second clip was placed lateral to the first. The mr was reduced to grade 2, with residual mr between the two clips. The physician was satisfied with result. It was noted that visualizing the clip was challenging due to the patient's anatomy. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.